Manufacturer narrative:
(B)(4).

Event description:
The complaint involves an initial report that a patient experienced keratitis in one eye. Additional information received on 05/18/2015 which stated that the patient was a female who had keratitis. The patient went to the a&e (accident and emergency) hospital, and while not admitted, the patient was prescribed antibiotic drops to be used hourly. The patient was also advised to cease lens wear for two months, and ordered prescription glasses. The patient was due back at the practice in one week to collect the glasses and to follow-up on symptom resolution. Additional information received on 05/19/2015 via a note from the eye care professional (ecp) stating that the patient was diagnosed with keratitis and was told it may be due to contact lenses. Additional information has been requested but not yet received.

Manufacturer narrative:
The device history record and sterilization record for this lot have been reviewed and found to be in compliance. Unopened product from the same lot was returned and found to be within specification. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).